Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to low blood glucose. Customer came home and passed out; fell through window. The blood glucose reading was 60 mg/dl. The paramedics were called. Customer needed stitches. Customer stated that his basal rates were set too high. Customer had another event, he went low under 70 mg/dl. The paramedics treated with sugar gel. Customer did not go to hospital. Nothing further reported.